Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported by a non-medical professional that the patient underwent a procedure for translumbar interbody fusion with implant of rhbmp-2 at multiple levels and peek cage. Rhbmp-2 was placed inside and outside of the cage. Approximately 42 months post-op, the patient was allegedly diagnosed with mild radiculopathy at l4-5 and CT and MRI scans demonstrated ectopic bone growth at l4-5 and l5-s1.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2004, the patient presented with pre-op diagnosis of lumbar herniated nucleus pulposus and underwent translumbar laminectomy interbody fusion , l4-5 <(>&<)> l5-s1.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.